Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non-boston scientific right ventricular (rv) defibrillation lead had exhibited high out-of-range shock impedance measurements greater than 125 ohms. The rv shock vector was programmed rv-coil-to-can and was mostly in the 80-110s ohms range over the past year. There was no history of delivered shocks with this device. Technical services (ts) discussed troubleshooting/programming options, and recommended lead testing with a 41j shock. This ICD system remains in service. No adverse patient effects or interventions were reported at this time.